Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility reported the trocar valve failed and discharged bloody fluid, balanced salt solution and vitreous into the surgeons eye. The patient was (B)(6). The surgeon took (B)(6) medication for two weeks and is (B)(6).

Manufacturer narrative:
The product was not returned for evaluation so no root cause could be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required.